Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify the event "needle broke off of the suture": did the needle break in the middle? No broke at junction of proximal third with middle third. Did the thread break in the middle? No. Did the needle separate from the thread? No.

Event description:
It was reported that a patient underwent a dental extraction procedure in (B)(6) 2018 and suture was used. During the procedure, the needle broke off of the suture while it was being pulled through tissue. The procedure was completed with an additional suture of the same product code from a different lot. There were no adverse patient consequences reported. Additional information was requested.